Event description:
Patient presented to office thinking that he had scratched his eye the night before taking out his contacts. Woke up in the middle of the night with discomfort. Eye was red, irritated and very sensitive to light. Does not sleep in lenses and does not re-use lenses. He thought this was possibly an older box.